Event description:
Customer alleges discrepant results from one pt with the meter compared to the lab. Results as follows: date: (B)(6) 2011, inratio inr: 1.4, lab inr: 3.4. Compared a few minutes apart. Customer stated that the pt's medication was changed based off inratio result: lab work was done and found to be greatly different.

Manufacturer narrative:
Investigation pending.